Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for peripheral neuropathy. It was reported that there was an issue inserting the lead at implant. It took 2.5 hours for the lead to be inserted. They kept on waking the patient up and putting him back under to check for stimulation sensation location. They woke him up and told him that it was as good as it was going to get. It was hard to get the lead placed to provide stimulation for the feet and the hope was that over time, stimulation would ¿work its way down¿ to the feet. The patient never had stimulation in the right location. The patient tried stimulation for 4-5 months and it never went to the correct location (the feet). The stimulation never went below his knees during the trial or with the permanent implant and reprogramming was unsuccessful. The patient¿s trial was not successful and it never reached his feet. It was reported that there were 2 past confirmed overdischarged events and there was a current overdischarge event. Due to the patient not getting stimulation in the right location, he was not using stimulation and not charging. A physician mode recharge was done in both cases, so the manufacturer representative could try reprogramming. Reprogramming was unsuccessful, so he would not use stimulation and would leave it uncharged. The first overdischarge occurred about 2 years after implant, the second overdischarge occurred about 4-5 years after implant, and there was a current overdischarge. The patient has not tried to recharge because after the last overdischarge, the manufacturer representative told him if he did not recharge for an extended period again, the implant would need to be replaced. The patient stated that the implant had not been used in 4 or 5 years. There were not any traumas/falls associated with this issue. It was reviewed with the patient that he had the decision to remove the implantable neurostimulator or leave it implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.